Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log showed that the device had a cassette not attached error. Functional and accuracy tests were performed, and a defective downstream occlusion (dso) sensor was found. The customer's problem was replicated. The cause of the problem was a defective dso sensor. The dso sensor was replaced to fix the issue.

Event description:
It was reported that the cassette was not registering- multiple sets or attempts. There was no patient involvement, and no patient harm/adverse event reported.